Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl that was addressed by consuming carbohydrates. Reportedly, customer is working with their healthcare provider to adjust nighttime settings to better meet their needs.